Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right femoral vein due to deep vein thrombosis (dvt) and contraindication to anticoagulation. Patient is alleging vena cava perforation and organ abutment. The patient further alleges anxiety, worry, and physical limitations. Report from CT (computed tomography): "there is an ivc filter in place. The ivc filter tip is at the level of the upper l3 vertebral body. This appears to be just below the right renal vein. The left renal vein appears to be located slightly higher on the left side. There is a mildly to moderately tortuous aorta with mild calcification. No aneurysm is appreciated. No significant tilt of the filter is seen on the sagittal images. There is no significant tilt seen on the coronal images, allowing for associated tortuosity of the ivc at this level in conjunction with the aortic tortuosity. It appears as though the upper aspect of the filter and the tip protrude through the right lateral wall of the ivc conjunction with the focal tortuosity to the left at this level. The appearance is consistent with a grade 2 perforation. All 4 of the struts protrude through the walls of the ivc into the surrounding fatty tissues consistent with grade 2 perforations. The posterior left strut abuts the right lateral wall of the aorta consistent with a grade 2-3 perforation. No definite perforation of the wall of the aorta is appreciated. The remaining struts appear to be within the fatty tissues consistent with grade 2 perforations. No fractured struts are seen. There is no obvious clot formation seen within the ivc without contrast."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, organ abutment, anxiety, worry, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, worry, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.